Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, 1st inratio: 1.7. Date: (B)(6) 2011, 1st inratio: 4.0, 2nd inratio: 1.8, lab: 3.5. Customer retested using the same finger a few minutes later. Inratio meter was used at lab, but they did not use the patient's strips. Patient's therapeutic range is: (2.0-2.8). Patient is compliant with coumadin. Patient milks the finger on occasions.